Manufacturer narrative:
Service was not dispatched. Calibration passed on (B)(6) 2014 with access accutni +3 reagent lot 424125 and calibrator lot 332161. System check passed on (B)(6) 2014. All three levels of quality control (qc) were within specifications. There is no evidence of pre-analytical sample handling issue and no indication that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information. (B)(6).

Event description:
The customer reported a false positive troponin I (access accutni+3) result for one (1) patient from the unicel dxi 800 access immunoassay system. The clinician questioned the result and requested a repeat of the sample. Upon repeat, the sample recovered within the normal reference range four times. There is no report of any change or affect to patient treatment in connection with this event. Please refer to the attachment for the provided patient results.